Manufacturer narrative:
Other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer.

Event description:
Additional information received from the consumer reported the circumstances that led to the inability to charge their device and stimulation in their legs was due to their programmer not working, although once they charged their implant for two hours that helped. The consumer additionally reported they thought they needed a new programmer because when they tried to put ¿the stimulation on to my implant and again it didn¿t work.¿ the inability to charge and the stimulation sensation in the consumer¿s legs hadn¿t been fully resolved. The consumer did recharge their implant frequently and then ¿sometimes my charger to my implant to put the sensation in my legs does not work, which is why I think I need a new programmer.¿

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: pnma01411a004, lot# serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-laminectomy pain reported they had a lot of trouble charging starting a couple of weeks ago; the belt always slipped off and when they charged the implantable neurostimulator (ins) for an hour it wouldn't get full. The consumer also reported that starting two to three days ago they were unable to turn stimulation off. It was reviewed with the consumer they needed to have a successful connection and see the patient programmer (pp) therapy screen (the consumer was unable to do so due to the warning low ins battery screen being seen). It was reviewed how to turn stimulation off with the recharger, but the recharger showed stimulation was already off, even though stimulation was still being felt in the legs. When the recharger was able to connect with the ins there was full coupling, the ins battery was flashing 0-25%, and the ins was off. The ins off button was pressed to ensure therapy was off and the consumer had no change to therapy or ins icon (no lightning bolt).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were able to charge their battery okay, but it was very frustrating. It was further reported when the consumer went to use the patient programmer (pp) the ¿ooo¿ comes up, but it didn¿t ¿up the stim. I usually put my stim. On 6.50 and sometimes it could (?) Go down to zero.¿ according to the consumer the inability to charge their device and stimulation sensation in their legs had not been resolved, and they didn¿t think the pp was working correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.